Event description:
It was reported that: "bupivacaine included with spinal tray was ineffective. 6 patients had to be transitioned to general anesthesia due to patients moving and responding during procedure. Pt's were undergoing total hip/total knee replacements." Associated complaints: 9680794-2024-01025, 9680794-2024-01023, 9680794-2024-01022, and 9680794-2024-01021, 968 0794-2024-01012.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The potency of bupivacaine is within the specified requirements. A device history record review was performed on the bupivacaine ampule with no evidence to suggest a manufacturing related cause. The potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "bupivacaine included with spinal tray was ineffective. 6 patients had to be transitioned to general anesthesia due to patients moving and responding during procedure. Pt's were undergoing total hip/total knee replacements." Associated complaints: 9680794-2024-01025, 9680794-2024-01023, 9680794-2024-01022 and 9680794-2024-01021, 968 0794-2024-01012.